Event description:
During priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the tubing connection between the heat exchanger and the oxygentor modules. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.